Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) pt, the device failed to discharge via external handles and displayed an unk "short circuit" error message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.